Event description:
It was reported that the patients implantable pulse generator (ipg) was not flat in the pocket site causing pain and discomfort. The patient was also experiencing frequent ipg charging and remote connectivity issues. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. The device remains implanted and in use.